Event description:
Baxter (B)(4) received a report that one (1) infusor device was not running. The device was filled with flucloxacillin 8000 milligrams in 0.9% sodium chloride. There was no adverse event, patient injury or medical intervention associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Additional narrative: the reported condition of an infusor device that would not flow was not confirmed during product evaluation. Visual and functional tests were performed and the device operated as expected. Therefore, no assignable cause can be given. This device is a single use device and will be discarded. A batch review was performed finding that no exception/non-conformance reports were documented for this lot. All release criteria were met for the build of the lot.